Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen was working intermittently. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that the touchscreen operation became intermittent during use. No parameter changes were able to be made using the touchscreen. The customer biomedical engineer (bme) shop, the alleged issue was able to be duplicated and the device passed a touchscreen calibration, but then became inoperable again. The rse provided the customer with the part information for the touchscreen so that a replacement could be ordered. In a good faith effort (gfe) response from the customer received on (B)(6) 2024, the customer confirmed that the replacement touchscreen part was ordered and installed into the device. The customer confirmed that the part replacement resolved the issued and the device was returned to use. The customer stated that the replaced touchscreen will not be returned to philips for evaluation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.